Manufacturer narrative:
(B)(4). A trend review will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient experienced cramping prior to being hospitalized. The patient had not yet begun pd therapy. The cause of the peritonitis was reported to be due to possible contamination of the titanium adapter. The patient was treated with unspecified antibiotics. At the time of this report, it was reported that the patient had recovered from the peritonitis but remained hospitalized. The patient's pd catheter was removed and they were placed on hemodialysis. Additional information was requested, but is not available at this time. This is report 2 of 3.